Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device, using the preclose method, with a 6fr sheath prior to a coronary angioplasty procedure. Reportedly, after proglide insertion into the artery, it was noticed that pulsatile blood flow was excessive through and around the marker lumen. There was a concern that the proglide malfunctioned. There was no tissue damage noted. Suture placement was aborted and a 7fr sheath was inserted. The procedure was completed and hemostasis was achieved with simple surgical closure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.